Event description:
The physician was cutting to put in the trocar and did the s clamp, and when he brought his hand out of the patient, a portion of the glove was still in the patient. The laproscopy was converted to laparotomy/exploratory laparotomy, tah, bso, location of foreign object. The glove piece was found, and no additional treatment/medical care was required.

Manufacturer narrative:
The sample was received, and a visual inspection showed there was tearing on the glove. Historical trending was done, and no trends were found. The device history record showed that the lots met all the final inspection and final release requirements. Additional testing confirmed the tensile and thickness of the returned samples meet specification (actual sample, plus two unopened pairs). We are unable to determine the root cause. This appears to be an isolated incident. We will continue to monitor complaints for any trends. The customer provided two lot numbers. They do not know which one is the actual involved lot number, but they do know it is one of the two.